Event description:
The device was returned to the service center with a report from the customer contact that the device had no audible tone when the keypad was pressed and the device door lever was broken. This does not indicate a reportable malfunction. However, during verification testing at the service center the device mechanism was received with a missing door assembly, fluid shield, regulator closer and the regulator opener.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.